Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was at elective replacement indicator when interrogated in the box. The device was not implanted and will be returned. No patient complications have been reported as a result of this event.